Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using an ilet system with a comfort/contact detach 23" 6 mm infusion set, with no allegations against the ilet or supplies and no observed device abnormality; the agent suspected a bent cannula, and a full supply change was performed after which glucose levels decreased. Symptoms included elevated blood glucose up to 348 mg/dl without reported ketosis, loss of consciousness, dizziness, or other acute effects. Outcomes included transient hyperglycemia above 180 mg/dl for approximately three hours without medical intervention, hospitalization, or need for assistance. Investigation included user interview and troubleshooting guidance leading to an infusion set change. Investigation of this case revealed that the exact cause of the hyperglycemia remained unclear, with a possible infusion site or cannula issue not confirmed due to lack of available device for examination. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.